Event description:
The manufacturer received information alleging a trilogy evo ventilator was returned to a third-party service center for evaluation of a reported displayed message indicating the fan was not working. Upon evaluation of the device, the download error log contained an error code indicating ventilator inoperative condition where the machine flow sensor drift was above specifications. The machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue, error codes in the device error log indicated an issue that required replacement of the system printed circuit board assembly. The system printed circuit board assembly was replaced to address the issue. The device passed final inspection and testing and was confirmed to operate properly.